Event description:
Information received indicates the head of the bed will slowly drift down.

Manufacturer narrative:
The technician replaced the non-working head up solenoid valve to repair the bed.